Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Caller tested 4.5 inr and 3.3 inr on the coaguchek xs system. The caller's warfarin dose was decreased based on the reported results. No adverse event reported. Requested return of suspect system, however the caller no longer has the test strips; replacement was sent.